Manufacturer narrative:
Unit alarmed motor during rewind due to corroded motor home switch. No traces of moisture found at the electronic assembly. Unit had minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that a trace of rust was found on the insulin pump's piston. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.